Event description:
The device was used during a total gastrectomy procedure. The staples did not form completely when the device was fired and bleeding resulted. The surgeon resected the tissue at the application site and manually sutured.